Event description:
The patient reported that the menu button does not function and e8 (power interrupt) was displayed on the infusion device. The issue occurred while attempting to program a bolus. She changed the battery and was unable to resolve the issue. No physiological effects were reported. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.